Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had pocket infection for which they were taking oral antibiotics but the field representative was unsure when the infection was discovered. A pocket revision was also planned within a few months to place the device in a lower and deeper position because the patient reported discomfort and irritation with the device on the skin. The device and lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.